Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000107667. Common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000109657. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. Multiple reprogrammings did no resolve the issue. As a result, surgical intervention occurred wherein the system was explanted, addressing the issue. The investigation did not determine which lead is related to the issue.